Event description:
A customer reported a system message displayed during a cataract extraction surgery. The procedure duration was extended while an alternate system was installed and used to complete the case. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).